Event description:
Radiotherapist experienced a trapped toe beneath couch during couch rotation. The radiation therapist was standing towards the end of the couch on the lt hand side (facing the machine). Another therapist moved the isocentric couch rotation which moved the couch over her foot. The couch was only moved by a couple of degrees when it was stopped. The therapist was referred for occupational health and subsequently for an x-ray. There is a minor fracture of the toe - no cast required - 1 day off work.

Manufacturer narrative:
Varian investigation has concluded that the gap between the floor and the exact couch lift base is greater than specified in the installation document. A key factor in this incident is that the couch was rotated by a second operator. The level of the baseframe and couch is correct. The floor level is to be corrected by the customer. No follow-up to this report is expected. (B)(4).